Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. A correlation between the device and the reported ischemic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced an ischemic stroke on (B)(6) 2015. On (B)(6) 2015, the patient presented to the emergency department with peripheral vision changes and headache associated with vomiting. It was reported that the vision changes were persistent. The reported visual anomalies were described to be right sided and associated with color changes. The patient reported constant left sided pressure headaches and nothing was found to improve or exacerbate the symptoms. The patient denied lightheadedness, shortness of breath, coughing, palpitations, abdominal pain, and leg swelling. The patient's inr was reportedly therapeutic at 2.1 at the time of admission based on an inr goal of 1.8-2.2. The patient was on warfarin at the time the event and it was reported that there were no recent changes to the patient's anticoagulation regimen. The patient was hospitalized and a CT scan was performed. The patient was diagnosed with an ischemic stroke following a standard neurological exam. The patient was taken off warfarin and put on heparin. The patient is reportedly doing okay in the step-down unit but will remain in-house until transplant. It was reported that the patient continues to experience peripheral vision blurriness.